Manufacturer narrative:
Field service engineer (fse) troubleshot and found the large cooling fan on the generator console detached from mounting bracket and laying on the bottom board. The plastic retainer that holds the fan in place had broken off. Fse replaced the generator console and verified proper operation per the minor generator portion of the hut dr system service checklist qssrwi4.1. Unit passed checkout procedures and was returned to service.

Event description:
On (B)(6) 2013, customer reports that during a stent placement on a (B)(6) male pt, the console started clicking and shut off. The physician was able to finish the procedure and confirm stent placement with an x-ray at the end. No reported injury.